Event description:
It was reported that there was concern for thrombosis due to elevated lactate dehydrogenase levels and higher than normal pump speed. Speed was noted to be 6800 rotations per minute (rpm) with a centrimag in place. The aortic valve (av) remained open with every beat and left ventricular end diastolic diameter (lvedd) changed only slightly with pump speed increased to 7000 rpm. Log file review did not display any data that was indicative of obstruction and the pump remained in the typical temperature range. Additional information was received that the patient's postoperative course was complicated by systemic inflammatory response syndrome (sirs) and cardiogenic shock. Significant lung white out was observed on an x-ray. On (B)(6) 2022 a head computed tomography (CT) scan was done for further workup. The scan revealed a large subacute left frontotemporal region hematoma with marked mass effect. 20 millimeters (mm) of rightward subfalcine herniation as well as transtentorial herniation. Left hemispheric subarachnoid hemorrhage was also observed. The patient was brought to the operating room for evacuation on (B)(6) 2022. The procedure was unsuccessful with midline shift and herniation. It was planned to withdraw care pending the family's approval. The ventricular assist device (vad) functioned as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The controller event log files collectively contained events from 21sep2022 through 27sep2022. No notable events or alarms were observed, and the pump appeared to function as intended as the set speed. Heartmate 3 lvas, serial number (B)(6), was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events including, bleeding, stroke, and pump thrombosis, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5, "surgical procedures" (under ¿implant procedures¿), warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Furthermore section 5, under ¿preparing the ventricular apex site¿, instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Section 5 of the IFU also warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. Section 6, ¿patient care and management¿, lists infection and thromboembolism as potential late postimplant complications. This section, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. Although the patient¿s infection was not device related, the IFU lists infection as a potential adverse event and late postimplant complication. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient ultimately passed away on (B)(6) 2022 due to hemorrhagic stroke. The device was not explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.